Event description:
A zoll distributor returned belt sn (B)(4) indicating that the therapy electrodes were non-functional.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional te's) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an intermittently open pulse wire in the trunk cable. The root cause for the open pulse wire was excessive force on the cable. No adverse event resulted from the damaged belt.